Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient had got an infection after the carotid artery stenting (cas) was performed. A sheath was inserted at 9:23 and then the angio-seal device was inserted at 10:58. Nothing abnormal was found at the puncture site before hemostasis. The patient has diabetes, however no prophylactic antibiotics were administered. Blood data was checked on (B)(6) 2019 (crp 10.2, wbc 101500; culture result showed bacteria on the skin surface. Antibiotics were administered and the patient is now cured. Before the procedure, glove and drapes were replaced. Before and after the procedure disinfection was made. There was unserious health damage to the patient. The patient experienced redness and swelling. Hemostasis was successfully achieved with the device. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown.